Event description:
On (B)(6) 2011, the patient underwent pipeline embolization treatment. Five days post procedure, it was reported the patient returned with a large cortical intracerebral hemorrhage in the territory of the treated artery. No further information was available.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)